Manufacturer narrative:
Cmr surgical is submitting this report to comply with FDA regulation 803 no harm to patient or user. Surgical procedure was completed with no complications. Once investigation is complete a suplemental report will besubmit with the results.

Event description:
The reporter alleged that on (B)(6) 2026, during surgical setup there were 2 mpa's that were unrecoverable. A spare bsu had to be used to enable the procedure to start. No harm to patient was reported. No further information has been received at the time of this report. Cmr surgical ltd does not consider this report and content to be an admissionthat its product is defective or that it has caused a death or serious injuries.